Event description:
It was reported that a patient implanted with an impella cp experienced an access site bleed. Pressure was held. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Access site adverse event/minor bleed: the cause of access site adverse event/minor bleed was most likely anticoagulation management related since the clinical team confirmed activated clotting time (act) value at the time of bleeding was 250 (normal range: 160-180).